Event description:
Customer reported an issue with the touchscreen of the pump being unresponsive, without any physical damage like cracks. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided detailed pump reset instructions, but the issue persisted, leading to the decision to replace the pump. Customer will use multiple daily injections as backup. A replacement pump with updated software was sent, and customer was informed about returning the old pump in storage mode and further steps post-replacement. Customer acknowledged and understood all instructions.